Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots. Additional information was requested and the following was obtained: how long was the procedure prolonged? 5 to 10min. Was there any patient consequence as a result of the procedure being prolonged? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current patient status? Patient is doing fine. The surgeon stapled/sealed the bronchus with a like device.

Event description:
It was reported that during a vats lobectomy procedure, there was a problem with the device. The first firing was with a white reload on a vessel and it worked well. The second firing was on the bronchus with a green reload, the device jammed, some staples were applied and some tissue was cut. The surgeon then used another type of device to finish the case. It is unknown how long the procedure was delayed. The facility will not release the device for evaluation.

Manufacturer narrative:
(B)(4). Batch # m5538m. The analysis showed that the ats45 device was received in good visual condition and with a tr45g cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.